Event description:
It was reported that the patient had no stimulation sensation. It was noted that the patient started to have problems last night where they did not feel any stimulation and could not get the remote to turn back on. It was noted that when on the phone, the spouse pushed the on button and the patient got stimulation. Additional information received reported that patient did not have concerns with their device or therapy. It was noted that the patient received assistance during a call in and their concerns were resolved.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 39565-30, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).